Event description:
On (B)(6) 2010, patient reported his infusion device continually goes into stop mode without him putting it into stop. Had patient review infusion device's alarm history and there were no recent alarms that would cause the device to go into stop mode. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.